Event description:
It is reported that a customer experienced high blood glucose of 260 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and the pump passed all test functions. The issue was resolved with an infusion and reservoir set change. A new reservoir set was sent to the customer. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.